Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained ventricular oversensing due to post-sensed t-wave oversensing was observed on stored egm. Programming changes were made.

Event description:
New information received that oversensing occurred again. Further programming changes were made.